Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-24043. It was reported during the post-operative appointment following the patient's permanent implant, programming was unsuccessful as stimulation could not cover the entire pain pattern. Follow-up identified a second reprogramming attempt was unsuccessful as unintended rib stimulation and incomplete coverage occurred. It was also reported reprogramming could not be completed due to the patient experiencing head pressure. The next course of action is undetermined at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.